Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed decreased r-waves and increased capture threshold on the right ventricular (rv) lead. X-ray was performed and revealed that the rv lead was dislodged. The physician elected to explanted and replace the rv lead. The patient condition was stable.